Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An impl tapered scr-v mtx 6m m 5.7mm 11.5mm (tsv6b11) and unk lz screw were returned for investigation. Visual inspection of the as returned product identified worn markings due to usage, bone and a fracture on the collar. Also a fractured screw inside implant. No pre-existing conditions were noted on the per. The reported device was located on tooth # 30 and was used for approximately 10 years. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (61532805). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (61532805) for similar event and no other complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, event could not be verified and is non-verifiable for the peri-implantitis however, device malfunction has occurred and is confirmed with the fractures identified. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation are patient factors/para-functional habits over the length of the implantation period. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Initial reporter fax number: not provided. Additional 510(k) number: k013227.

Event description:
It was reported that implant was removed due to implant fracture after 10 years. Peri-implantitis developed with 80 percent of bone loss on mesial at tooth location 30. Inflammation and abscess were also reported.